Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties and helix mechanism issues. Physician thought the lead may have damaged during implant. No adverse patient effects were reported.

Manufacturer narrative:
Corrected field: d5 (operator of device) - healthcare professional. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in an extended position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis was able to confirm the reported allegation of helix extension/retraction issues as helix mechanism could not be tested due to a deformed/bent helix.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties and helix mechanism issues. Physician thought the lead may have damaged during implant. The procedure was then completed using another same model lead. This lead was returned and analyzed. No adverse patient effects were reported.